Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were instances of incorrect programming for epoprostenol, epoprostenol-inhaled and treprostinil continuous infusions. There was patient involvement, but the impact is unknown. The customer also had the following product enhancement request: the customer was that the gre software allow for nanogram dosing for milligram concentrations.